Event description:
User reported issues related to the heater cooler unit not cooling sufficiently on the cardioplegia side. The user switched units and saw the same issue. Failure to heat or cool is considered reportable event. There was no patient harm as a result of this malfunction.

Manufacturer narrative:
Issue was resolved on-site and upon continued use, issue is no longer occurring. Unit is functioning as expected. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039 this resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 8 out of 16.